Event description:
It was reported "(B)(6) 2025, the doctor found sheath hub external leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4) customer returned one cath lab sheath with dilator and packaging. The valve was also returned loose and wound up in the packaging. Signs of use in form of blood were seen on the device and in the lumen. There was damage on the outer edge of the valve and the slits were torn. The dilator came inserted into sheath. There was no other damage or defects on the unit. The valve thickness was 1.36 mm, which is within specification limits. The valve outer diameter measured to 8.31mm which is above the specification limit. The slits were visibly torn but a measurement was made from the center of the valve to where the slit tore. This measurement was 0.69mm which is below the specification limit. An attempt was made to advance the dilator further through the sheath. There was major resistance and the dilator ultimately could not be advanced or removed from the sheath. The extension line was flushed with the dilator in place and leaking occurred out of the hemostasis valve cap. The sheath was cross sectioned in order to remove the dilator. The dilator was removed and the lumen of sheath was coated with dried and coagulated blood, which was likely what caused it to be difficult to pull out. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If device introduction is delayed, or device is removed, temporarily cover valve opening with sterile-gloved finger until catheter or obturator is inserted. Use arrow obturator, either included with this product or sold separately, to occlude sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." The customer complaint of a valve leaking was confirmed through investigation of the returned sample. Visual analysis revealed damage to the outer edge of the valve and to the valve slits. Functional testing revealed that the dilator was stuck in the sheath likely due to the coagulated and dried blood in the lumen. Dimensional analysis revealed the slits on the internal seal and the outer diameter are not within specification, measuring at 0.69mm and 8.31mm respectively. Based on the customer report and the sample received, it was determined the root cause is supplier related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " on (B)(6) 2025, the doctor found sheath hub external leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "on (B)(6) 2025, the doctor found sheath hub external leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).